Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on the transection of duodenum and of the distal part of stomach, the first reload could not be loaded unto the device. For the second reload, the device was able to fire but the staple line was incomplete distally and a new reload was used fix the staple line. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.